Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 1 hardware was failed. The customer reported there was an issue occurred during issuing medication and had delay in dispensing medications to the patient. The medication was subsequently obtained from the pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was failed. The field service engineer stated that the drawer had failed due to user action. The pharmacy technician pressed 'recover,' and the drawer successfully recovered. The system functioned as intended after the pharmacy technician resolved the issue.